Event description:
It was reported that the patient admitted for leaking liquor on (B)(6) 2024 at 01:20am in labour ward, g1p0 35 +4 weeks. Patient was allowed for spontaneous labor by dr. Idc f14 was inserted on (B)(6) 2024 at 13:30 hours after epidural analgesia were started. Urine was draining well after insertion. Patient delivered a live baby boy via normal delivery at 17:16 hours on that day. Patient was transferred to ward 5a on (B)(6) 2024 at 22:30 hours with idc to keep till review. Doctor made rounds on (B)(6) 2024 11:52 hours and ordered to remove idc. At 12:00 hours, ssn a attempted to deflate balloon prior to removal but came out small amount only. Normally, if syringe was inserted in the port, water from the balloon would come out spontaneously but this time it did not. So, patient tried to aspirate and 1.5ml was extracted and tried to pull idc but resistance was felt and called ssn b to come and check and also tried to aspirate more as the spontaneous mechanism did not work and able to aspirate 2ml. Still, the idc could not be pulled out. Ssn a informed doctor via phone of the incident and ordered to ask snm to remove idc. Snm came in and aspirated 0.2ml of water and slowly removed the catheter. After removal, ssn a, ssn b and snm checked the removed catheter. Balloon was inflated and attempted to deflate but found same problem.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed-manufacturing related. The reported failure was able to reproduced. Evaluation found catheter could not be deflated due to sac close eye due to incorrect sac fitting. A potential root cause of this failure mode is could be poorly fitted sac. The device history record was reviewed and found a possible manufacturing issue that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient admitted for leaking liquor on (B)(6) 2024 at 01:20am in labour ward, g1p0 35 +4 weeks. Patient was allowed for spontaneous labor by doctor. Indwelling catheter f14 was inserted on (B)(6) 2024 24 at 13:30 hours after epidural analgesia were started. Urine was draining well after insertion. Patient delivered a live baby boy via normal delivery at 17:16 hours on that day. Patient was transferred to ward 5a on (B)(6) 2024 at 22:30 hours with indwelling catheter to keep till review. Doctor made rounds on (B)(6) 2024 11:52 hours and ordered to remove indwelling catheter. At 12:00 hours, ssn an attempted to deflate balloon prior to removal but came out small amount only. Normally, if syringe was inserted in the port, water from the balloon would come out spontaneously but this time it did not. So, patient tried to aspirate and 1.5ml was extracted and tried to pull indwelling catheter but resistance was felt and called ssn b to come and check and also tried to aspirate more as the spontaneous mechanism did not work and able to aspirate 2ml. Still, the indwelling catheter could not be pulled out. Ssn an informed doctor via phone of the incident and ordered to ask snm to remove indwelling catheter. Snm came in and aspirated 0.2ml of water and slowly removed the catheter. After removal, ssn a, ssn b and snm checked the removed catheter. Balloon was inflated and attempted to deflate but found same problem.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. The product was used for urological care. Based on the attached video, it was observed the balloon was unable to deflate. However, a full investigation could not be performed completely as sample was not returned. Thus, the complaint is confirmed unknown cause. The potential root cause for this failure could be user related due to over aspirated, incorrect syringe used, salt accumulation and also can contributed by operator error due to collapse lumen, sac close eye or valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient admitted for leaking liquor on (B)(6) 2024 at 01:20am in labour ward, g1p0 35 +4 weeks. Patient was allowed for spontaneous labor by doctor. Indwelling catheter f14 was inserted on (B)(6) 2024 24 at 13:30 hours after epidural analgesia were started. Urine was draining well after insertion. Patient delivered a live baby boy via normal delivery at 17:16 hours on that day. Patient was transferred to ward 5a on (B)(6) 2024 at 22:30hours with indwelling catheter to keep till review. Doctor made rounds on (B)(6) 2024 11:52hours and ordered to remove indwelling catheter. At 12:00 hours, ssn a attempted to deflate balloon prior to removal but came out small amount only. Normally, if syringe was inserted in the port, water from the balloon would come out spontaneously but this time it did not. So, patient tried to aspirate and 1.5ml was extracted and tried to pull indwelling catheter but resistance was felt and called ssn b to come and check and also tried to aspirate more as the spontaneous mechanism did not work and able to aspirate 2ml. Still, the indwelling catheter could not be pulled out. Ssn a informed doctor via phone of the incident and ordered to ask snm to remove indwelling catheter. Snm came in and aspirated 0.2ml of water and slowly removed the catheter. After removal, ssn a, ssn b and snm checked the removed catheter. Balloon was inflated and attempted to deflate but found same problem.